Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Complaint sample was evaluated and the reported event was not confirmed. On receiving the taperloc it was observed that the packaging had not been sent with the stem. As the complaint issue relates to a packaging issue and an appropriate evaluation into the complaint issue was not possible. The photo¿s attached do not clearly define a packaging issue has occurred, as the pouch is obscured by the plastic autoclaving/purolator bag which is not part of the original packaging material. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. UDI: (B)(4).

Event description:
During a total hip arthroplasty in was noticed that the inner packaging of the femoral component was not properly sealed, another stem was used to complete the procedure without delay.